Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The UDI is unknown because the part number and lot number was not provided. It is indicated that the devices are not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Based on the reported information, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation concluded that the reported difficulties appear to be due to case circumstances. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a winn 200 t guide wire was advanced into the lesion in the right superficial femoral artery which was sized to 4mm. The winn 200 t guide wire got stuck in the blockage, but was removed successfully against resistance with the anatomy. The procedure was aborted. There was no adverse patient effect. No additional information was provided.